Event description:
Patient with a port in place secondary to anemia. Had not been used for several years, hence port to be removed. On removal portion of the tubing was found to be stuck to the wall of the superior vena cava. Attempts were made to remove without success and the risk of removal was found to be greater to the patient than the risk of leaving port in place.